Manufacturer narrative:
(B)(4). The sample was not available and the lot number is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of air in tubing (without alarm) was not confirmed and the cause was not identified because the sample was not returned for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up on master regarding a system error 2203, corporate product surveillance (cps) received a report from a home patient (hp) who said there were air bubbles in the line when he had the alarm. The hp said that he did not know how they got there and did not see anything unusual with the supplies. The hp said, he just started a new box of cassettes. The hp said, he meant to tell his nurse but forgot. The hp was advised to contact the nurse. The hp said that he was able to resume therapy using new supplies and everything had been okay since. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.